Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 6.0 x 80 mm fox sv dilatation catheter ruptured at 6 atmospheres (atm) during the first inflation. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The material rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The instructions for use (IFU) states: the fox sv pta catheter is intended for dilatation of lesions in the femoral, renal, iliac, popliteal, peroneal and profunda arteries. Additionally, the IFU instructs to verify prior to use, the integrity of the pta catheter, inflate and deflate the balloon and make sure that all the air is eliminated and there is no leakage through any of the different connections. The investigation determined the reported difficulty appears to be related to the patients anatomical conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial 30-day medical device report, it was confirmed that the device was prepared inside the patient anatomy and the device was used to treat a lesion in the cephalic vein.